Event description:
The core impaction drill was sent for eval due to smoking during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the device could not be run because it was not recognized by the console. During the visual examination, the device was found to have corroded internal components.